Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the battery was hot to the touch. Therefore, there was a thermal event.

Event description:
It was reported that the battery was hot to the touch. Therefore, there was a thermal event.

Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : leaking at both battery case and the hand attachment probable root cause for equipment leaks : 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for overheating: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.